Event description:
It was reported that "the needle is suspected of having a blockage". Another set was opened to resolve the issue. The patient had no harm or injury.

Manufacturer narrative:
Qn#(B)(4). The customer returned one guide wire and one non-arrow needle for analysis. Signs of use were observed on the guide wire and needle. Additional information from the customer confirms they were aware of using the incorrect needle with the guide wire during the cvc procedure. The guide wire was observed to have multiple kinks on the body. The distal j-bend was misshapen but intact. Both welds were present and were observed to be full and spherical. The major kinks measured 26 mm, 560 mm, 570 mm from the proximal tip of the guide wire. The overall length of the guide wire measured 685 mm, which is within the specification limits of 679-687 mm per guide wire product drawing. The outer diameter of the guide wire measured 0.800 mm, which is within the specification limits of 0.788-0.826 mm per guide wire product drawing. The guide wire was functionally tested per the product instructions for use (IFU). The IFU provided with this kit instructs the user, "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle." The guide wire was advanced through a lab inventory ars and a lab inventory 18ga introducer needle to functionally test the guide wire. The undamaged portions of the guide wire passed through both components with little to no resistance. A manual tug test confirmed that both the distal and proximal welds were intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. The report that the guide wire kinked was confirmed through complaint investigation of the returned sample. The guide wire had multiple kinks on the body. The customer had used a non-arrow needle not intended to be used with the guide wire during the cvc procedure resulting in the guide wire to kink. The returned guide wire met all relevant dimensional and functional requirements. Based on these circumstances, intentional use error caused and contributed to the reported event. Additional information from the customer states they are aware of using the incorrect needle and their failure to follow the IFU. Teleflex will continue to monitor and trend for reports of this nature.